Event description:
In 2006, I had serious eye infections - treated by several eye doctors - while using the amo complete moisture plus solution for my soft contacts. I reported this to amo and returned a sample to them along with the medical history and in the same month, they sent me a letter stating that the sample was no longer sterile and couldn't be tested, but that tests on sterile solutions from the same lot had no contamination and the product was safe to use. They game me 2 coupons for replacement products and I used one of them in the same month. I was never told of the 2007 recall and only found out about it today when I went to use the last coupon to replace that solution which I still have the bottle for and saw the notice that amo products were recalled. I've been having excessive tearing, eye pain, redness and blurry vision since I started using the product again after late 2006, but had attributed that to a switch contact lenses that I made at the same time. I am now convinced it was the amo product and I am outraged that amo didn't notify me of the recall in may 2007, especially after I reported problems just 5 months prior. I'll be making an appointment with my eye doctor to check for eye infections as soon as possible to see if I have acanthamoeba keratitis. Dose or amount: #1 - daily, #2 - daily. Dates of use: 2004-2006, seven and a half months in 2007. Diagnosis or reason of use - conjunctivitis; eye infection. Tearing, redness, blurry vision, eye pain still. Event abated after use - yes. Event reappeared after reintroduction - #1 - yes, #2 - yes.